Event description:
A pt underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively the pt reports experiencing diplopia, blurry vision, ghosting and difficulty with driving. The referring physician evaluated the pt and reported that the preoperative bcva was 20/40 with -4.00 sph. Six weeks postoperatively, the pt's bcva improved to 20/15 with -0.25 + 0.75 x 085. The pt's ucva at this visit was 20/25. According to the physician, the pt's symptoms are subjective and transient and the pt also reported experiencing sensitivity to indoor light only. The surgeon's opinion is that the pt is doing reasonably well. The pt has been prescribed a contact lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.